Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate anti tachycardia pacing due to ventricular tachycardia and was brought into clinic. The device was reprogrammed successfully.